Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated alert 38, indicating a consecutive stalled motor. The alert was verified in device history, a restart was performed with preservation of settings and data, the alert recurred after restart, and the device was replaced; the user planned to use subcutaneous insulin by pen as back-up therapy. Symptoms included hyperglycemia with a reported blood glucose high of 346 mg/dl, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no assistance required for back-up therapy, and no hospitalization. Investigation included a review of device history and troubleshooting with education. Investigation of the returned device revealed a persistent motor stall malfunction associated with the pump mechanism that did not resolve with a restart. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction not correctable by user actions and requiring replacement.